Event description:
A us distributor reported that a patient was experiencing a service code 103: gel fire fault.

Manufacturer narrative:
Engineering investigation of monitor sn (B)(6) has been completed. Per the engineering investigation, the most likely cause of the failure was that the monitor attempted to deliver a pulse to the patient. During that pulse, noise on the leading edge of phase 2 of the pulse caused q12 and q17 to partially conduct. The failure caused a large current surge that lead to the monitor resetting. The root cause for the noise was unable to be positively identified. No adverse event resulted from the damaged monitor. Device evaluation of monitor sn (B)(6) has been completed. The reported problem (service code 103) has been confirmed. Upon investigation the monitor failed a pulse test and displayed service code 103: gel fire fault. The cause for the failure was isolated to shorted insulated-gate bipolar transistors (igbts) q12 and q17 on the defibrillator pca, which allowed high voltage to travel to low voltage circuitry. The root cause for the shorted igbts could not be positively identified. Per review of the patient's downloaded flag data, the monitor exhibited a reset on (B)(6) 2020. The root cause for the reset is being investigated. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 103) has been confirmed. Upon investigation the monitor failed a pulse test and displayed service code 103: gel fire fault. The cause for the failure was isolated to shorted insulated-gate bipolar transistors (igbts) q12 and q17 on the defibrillator pca, which allowed high voltage to travel to low voltage circuitry. The root cause for the shorted igbts could not be positively identified. Per review of the patient's downloaded flag data, the monitor exhibited a reset on 09/04/2020. The root cause for the reset is being investigated. A supplemental report will be submitted upon completion of the investigation. No adverse event resulted from the defective equipment.

Event description:
A us distributor reported that a patient was experiencing a service code 103: gel fire fault.